Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35 volt power malfunction. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending.

Manufacturer narrative:
E1 reporter phone number (B)(6).

Manufacturer narrative:
A field service engineer (fse) went onsite and replaced the power management (pm) printed circuit board assembly (pcba). The fse confirmed the reported issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service.